Event description:
As reported by the fcs, approximately 6 months post implantation of a 29mm sapien 3 valve within the patient's pre-existing annuloplasty ring, in the tricuspid position, the patient presented with significant regurgitation. A valve-in-valve was performed with a 29mm sapien valve. Medical records were received for review. Prior to the placement of the additional 29mm sapien 3 valve the patient presented with severe pvl and central regurgitation. After valve deployment the tricuspid regurgitation was markedly reduced to mild. At the time the patient had triple valve replacement 13 years ago they developed q fever with endocarditis and subsequently had a valve-in-valve procedure in the mitral position, aortic prosthesis, and in the tricuspid ring. The 29mm sapien 3 valve that was placed in the ring was slightly dislodged and resulted in very severe pvl measuring in 15mm in width and transverse the lateral aspect of the bioprosthetic tricuspid valve. Additionally, the valve did not capture the native leaflets which resulted in leaking and severe tricuspid regurgitation. The transvalvular regurgitant jet is severe and measures 6mm in width and travels through the bioprosthetic valve. The second valve was placed deeper in the right ventricle to better capture the leaflets. Tee post procedure confirmed the new valve was well seated with no valvular regurgitation and pvl reduced to mild. Tte performed on pod 1 revealed mild to moderate tricuspid valve stenosis.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b1, d1, d4, g4, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. Per the instructions for use (IFU), valve malposition and regurgitation are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed based on medical record provided. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As reported, "it was decided to perform a second transcatheter tricuspid valve replacement (ttvr) with a 29mm sapien 3 valve to be placed within the previously implanted sapien 3 valve in tricuspid ring. Post deployment of the 2nd 29mm sapien 3 valve, the valve was not sufficiently deep and did not capture the native leaflets which were leaking". In this case, the valve was potentially deployed higher than intended, which was likely due to valve position and deployment technique. This could lead to paravalvular leak and central leak due to the valve could compromise the seal between the valve and pre-existing bioprosthetic with paravalvular leak and lacked blood backflow pressure led to inadequate leaflets coaptation resulting in central leak. However, the regurgitation was unknown for this case. As such, available information suggests that procedural factor (malpositioned thv, off label operation) may have contributed to the complaint event. The sapien 3 thv with the commander delivery system (ds) is indicated for native aortic valve replacement, surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring only at the time of original implantation. Deployment of the sapien 3 valve in a tricuspid ring is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) does not instruct the operator how to position the sapien 3 valve in this scenario. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. No corrective/preventative action nor pra is required.

Manufacturer narrative:
A correction supplemental MDR is being submitted with updated implant date.